Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the x-ray tube arm would not lock into place because of a faulty stop magnet. The magnet was replaced and the system operates as intended.